Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip causing burnt c-cover. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope which is an olympus asset with no reported complaint. During evaluation of the device the device was found to have burnt c-cover. The service repair technician indicated it is possible that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip causing burnt c-cover. There was no patient involvement.